Event description:
The analyzer produced total b-hcg results of 0.00, 0.00, and 2.93 iu/l respectively for a level 1 quality control sample (target 7.35-11.35 iu/l). There was no report of pt harm as a result of this occurrence.